Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the variax depth gauge - breakage of the welding seam could be confirmed. The depth measuring gauge consists out of the guide body, the slider and the gauge sensor. The gauge sensor was found to be detached from the slider due to a broken welding seam (see figures 1 and 2). The slider and the gauge sensor show residual parts of the welding seam. Detailed inspection reveals that the welding seam has been correctly performed and had full contact to both parts. The welding seam broke upon higher forces, which have likely been caused by bending of the gauge sensor. Based on the investigation, the root cause was attributed to a user related issue due to overload of the gauge sensor. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It is reported by the nurse that the inner hook is broken at the end of the guidance.

Event description:
It is reported by the nurse that the inner hook is broken at the end of the guidance.